Event description:
It was reported the patient sustained a fall that resulted in soft tissue instability and knee hyperextension while a prior total knee arthroplasty was in place, and the patient subsequently underwent revision with implantation of a rotating hinge knee. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d6a; g3; g6; h1; h2; h6; h10. D6a: implant date: 2010. The reported event could not be confirmed. Visual examination of the provided pictures identified the explants to be covered in foreign debris with the articular surface showing signs of wear. As the implant were not returned, further evaluations could not be provided. Radiographs were provided and reviewed by a health care professional and not submitted to radiology as unable to correlate the images with the event. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, following a trip and fall, the patient developed soft tissue instability with knee hyperextension and was revised approximately 15 years post-implantation. During the revision, a rotating hinge knee was implanted. Attempts have been made and no further information has been provided.